Manufacturer narrative:
3 product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tray had collapsed medially and loosening at the cement to implant interface. Competitor cement manufacturer was used. Original procedure performed by a surgeon. It was a rp ps cemented attune knee with the original tray. It was removed by hand. No cement was attached to the tray. We replaced with a stemmed, sleeve attune revision tray. The procedure went without incident. Doi: (B)(6) 2018. Dor: (B)(6) 2019. Left knee.